Event description:
While using the #4 forgarty catheter the balloon broke inside the patient's artery in his leg. The balloon had been checked prior to use with no noted issues. Surgeon could not definitely say if no pieces of the balloon were retained.